Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation did not confirm the probe damage error. The device was evaluated using olympus¿ test equipment. A visual inspection was performed and found the teflon pad severely worn and exposing metal. The distal end of the device was inspected under a microscope and found no visual indication of damage to the probe unit. The jaw is misaligned with the probe unit at the distal tip which caused the probe unit to be in contact with the side of the jaw when fully closed, which causes short circuit error. The root cause for the damaged probe is most likely due to the probe coming into contact with a hard or metallic surface during activation. The instruction manual contains several warning statements in an effort to prevent damage to the teflon pad. "Do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur." This is 3 of 3 reports.

Event description:
Olympus was informed that the thunderbeat had probe damage error during the middle and end of the total laparoscopic hysterectomy procedure. No device fragments fell inside the patient. The procedure was completed with a new thunderbeat. No patient injury reported.